Event description:
Additional information was received 26aug2025 and inadvertently omitted from the previous report. The procedure was an angiogram with an intended target of the superficial femoral artery. The handle of the zilver flex 35 biliary self-expanding stent "completely detached" from the catheter as the user was deploying the device. The device was flushed through both flushing ports before the procedure as per the instructions for use. The device was advanced through a cook 6 french 45 ansel sheath. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. There was no unintended section of the device that remained in the patient's body.

Manufacturer narrative:
Additional information: b3, b5, d9, e4. Correction: h6 - annex a. H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, a zilver flex 35 biliary self-expanding stent was separated from the catheter, and the stent was not deployed. Another zilver stent, manufactured by cook ireland, also did not deploy during the procedure. The patient was reportedly "fine". Additional information has been requested.